Event description:
It was reported that the patient underwent an alif at l5-s1 using interbody peek device. When attaching the cover plate to the cage, the leg of the cover plate bent and fractured during insertion. The leg is still attached to the cover plate. The cover plate was removed and another was used. It was reported that the leg of the cover plate did not bend medially to snap over the cage as it is supposed to. It bent laterally and broke as the surgeon applied pressure. The lateral portion of the cage was checked after the cover plate cracked to determine if the plate hit the bone. It was believed that the bone did not cause this failure. Upon insertion of the 2nd cover plate, the leg began to bend in the same manner but the surgeon rocked it and was able to attach without further incident. No patient complications were reported. No issues with the inserter were reported.

Manufacturer narrative:
(B)(4): visually confirmed left side coverplate attachment is leg broken on the inside, consistent with overextension of leg. Witness marks noted in left side removal tool access hole consistent with usage of coverplate removal tool suggest more than one attempt was made to install coverplate prior to breakage. Witness marks noted on the outside of left side coverplate tab. Per event information, breakage occurred when tab was laterally over-bent during initial attempted insertion of coverplate; when damaged coverplate was replaced and another coverplate insertion attempt made, the surgeon changed the technique and rocked the coverplate during insertion, (as per surgical technique directs), and the coverplate installed into interbody spacer properly. No additional intraoperative changes were noted in the event information. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.